Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate which was within the expected range. Device exhibited normal charging and discharging characteristics. Device evaluation indicated that the lead passed the visual and photographic imaging tests performed. Lead exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial/lot #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that patient's ipg was not holding a charge so the patient had to charge it frequently. It was also noted that several contacts on the patient's lead had high impedances. The patient had a previous nondevice related surgery wherein monopolar electrocautery was used, and it was believed to be responsible for the battery depletion and nonfunctioning lead contacts. The patient underwent a revision wherein the ipg and lead were replaced. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Event description:
A report was received that patient's ipg was not holding a charge so the patient had to charge it frequently. It was also noted that several contacts on the patient's lead had high impedances. The patient had a previous non-device related surgery wherein monopolar electrocautery was used, and it was believed to be responsible for the battery depletion and nonfunctioning lead contacts. The patient underwent a revision wherein the ipg and lead were replaced. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).